Event description:
It was observed that during the device evaluation, the flex video scope exhibited wear on the adhesive around light guide lens and the adhesive around the objective lens had wear and corrosion around the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.